Manufacturer narrative:
The e801 analyzer serial number is (B)(6). The e411 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient on a cobas e 801 module and a cobas e 411 immunoassay analyzer compared to an abbott alinity analyzer. On (B)(6) 2023, the initial hcg result was 0.200 miu/ml with flag. The sample was repeated and the result was 0.200 miu/ml with flag. The sample was repeated on an abbott alinity analyzer in another laboratory and the result was 26.8 miu/ml, interpreted as positive. The patient also had a second sample collected that was run on the abbott alinity analyzer and the result was interpreted as positive. The exact result was requested but not provided. On (B)(6) 2023, the second sample collected on (B)(6) 2023 was repeated on the e801 analyzer and the result was 0.200 miu/ml with flag. On (B)(6) 2023, both samples were tested on an e411 analyzer and both samples gave a result of 0.100 with flag. The units of measurement were not provided.

Manufacturer narrative:
New data was provided from the same patient. The first sample collected from the patient was repeated on the e801 analyzer with the elecsys hcg stat reagent on (B)(6) 2024, resulting in an hcg stat value of < 1.00 miu/ml with a data flag. A sample collected from the patient on (B)(6) 2024 (a 3rd sample) was tested on the e801 analyzer with the elecsys hcg stat reagent on (B)(6) 2024, resulting in an hcg stat value of < 1.00 miu/ml with a data flag. This sample resulted in a low positive value when tested with the abbott method. No specific data was provided for the abbott method. Please refer to the medwatch with mfg report number 1823260-2024-00309 for information related to the hcg stat assay. No patient sample was available for investigation. The calibration data provided was acceptable. The control recovery data provided showed a qc error on the day of the event. The investigation did not identify a product problem. The root cause of the event could not be determined.